Event description:
It was reported that the ring came out when an attempt was made to rotate the toolbar by inserting it into the attachment during pre-operative preparation, so the device was discontinued and replaced with a different device. There was no patient impact associated with this event.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bur tool could not be inserted. The likely cause of failure is due to damage/breakage of the bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.